Event description:
During a coronary stent procedure balloon. Withdrawal resistance was encountered. The liberte monorail stent wa successfully deployed. Following inflation and deflation of the balloon during deployment, the physician had difficulty removing the delivery balloon from the stent. The physician inflated the balloon again, however, he still was not able to withdraw the balloon from the stent. Withdrawal was only possible in retrieving the entire system i.e. Guiding catheter, guide wire and balloon catheter together. At this time, the balloon was finally seperated from the stent and the stent was implanted at the correct place. Pt was in good condition after the procedure. With the risk of a micro-deiisection in the lad due to the ptca, the pt was treated with agrastat (tirofiban_ - this led to significant intracerebral bleeding in the earlyhours in the morning. The pt was transferred to neurosurgery but finally died.